Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13164. It was reported that the patient presented for a left ventricular lead reposition procedure after lead dislodgement that caused phrenic nerve stimulation at output below capture threshold was noted during the discharged check in the hospital. During the procedure of repositioning the left ventricular lead, poor sensing was noted on the right atrial lead. The left ventricular lead was repositioned, and phrenic nerve stimulation was resolved. The right atrial lead was also repositioned to provide better sensing. Both leads were repositioned on (B)(6) 2019. No patient consequences were reported.